Event description:
Perforation of essure coil through fallopian tube. Pt with hemoperitoneum and surgical abdomen, presumed to be related to perforation of essure coil, seen in left anterior peritoneum on pre-op CT scan. At the time of surgery, coil could not be located due to large amount of blood, however, fallopian tube did not appear to be perforated or bleeding. Bleeding was noted from right ovarian cyst. On f/u CT scan, essure coil was visualized anterior to liver. Contralateral coil was removed at the time of surgery and sent to pathology with fallopian tube.